Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident. Customer reported air bubbles were present in infusion set. Customer treated with insulin pump for high blood glucose and food for low blood glucose. Troubleshooting was performed. The insulin pump will not be returned for analysis.